Event description:
Videria nurses station went down due to defective monitor in intensive care unit. Monitor goes blank due to a defective board preventing monitoring of pts. This was the second occurrence for the facility in two days the first was yesterday in stepdown unit telemetry.

Event description:
Add'l info rec'd from MFR 11/21/02: the customer reported the nec display monitor went blank due to a defective board, preventing the monitoring of pts. The nurse observed the blank screen and attempted to reboot the m3150a, but the system would not reboot because of the non-functional display monitor. The customer replaced the display with a back up; the system was then rebooted bringing the central station to full functionality. The hospital biomedical engineer investigated the incident and determined that the monitor display was not operating. They sent the monitor to a third party for analysis and detemrined that the monitor's driver board needed to be replaced. After the monitor was repaired, the third-party servicer returned it to the customer for further use. Philips was not involved in this analysis. Date MFR made aware: august 29, 2002. There were no death or injury involved in this event. The display monitor was serviced by a third-party servicer and returned to use. There are no design changes or modifications needed for this monitor display. Monitors used with the m3150a generally operate 24 hours a day, 7 days a week. MFR's review of its reliability limits for this board failure has not indicated that add'l action is warranted.